Event description:
Abbott diabetes care received a medwatch report in which the customer reported high readings from the freestyle libre 2 sensor and expressed that he was unsatisfied with the customer service he was provided. The report is as follows: "using a blood glucose monitor I noticed that the abbott freestyle libre 2 sensor, I was wearing, was reporting glucose levels inaccurately (>20%) which could result in over treating or under treating a hyperglycemic or hypoglycemic event. I contacted device MFR customer service to advise of the inaccuracies. The rep guided me through the review process and told me it was probably a bad sensor, I gave the customer service rep. The serial number (sn) of the sensor and was informed that they could not locate the sensor in their system database for these sensors. Each sensor sn entered by the rep resulted in "invalid" which was explained as not existing. I explained that the database was inaccurate and was offered a voucher for a replacement sensor." There was no report of adverse event or third-party intervention due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Two sensors (serial numbers unknown) were reported and have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.